Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 device clips spitted (did not fall in the pt) and the er320 instrument clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.